Event description:
Early revision of primary margron hip replacement due to an apparently unrelated infection. Add'l pt symptoms unk.

Manufacturer narrative:
Infection does not appear to be due to margron implant, given the extended period between primary and revision surgeries and the onset of the symptoms. The infection is likely due to blood born infection from elsewhere in the body (skin, teeth, kidney, etc.). The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the orthopaedic association in its 2007 registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.